Manufacturer narrative:
Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast novasilk mesh. Per medwatch # 5039579, patient experienced constant pain, pressure, and sexual relations impossible.